Event description:
The customer called to report that they were hospitalized due to low bgs. The customer stated that they were connected to the pump when the incident happened. Troubleshooting was performed. The screw over rotated. Advised the customer to revert to back up plan of manual injections.